Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a thrombus was noticed on the access system. A left atrial appendage (laa) procedure was being performed. The transseptal puncture was performed and the septum was successfully passed. As a standard procedure, heparin was given to the patient. As they crossed the septum with the access system, it was noticed there was thrombus on the access system on the right atrial side. The access system was withdrawn and an additional 5,000 units of heparin were administered. They proceeded to withdraw the access system and aspirate the thrombus. They then continued with the case. A watchman® laa closure device was successfully implanted using this watchman® access system. The patient was fine and no complications occurred.